Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was quoted by the caller to have been totally dead. Additional information was received that this ICD was not capable of providing tachy or brady therapy and was at end-of-life. The patient was transported to another hospital where a temporary wire was inserted. After the temporary wire was in place, the patient was taken by ambulance to another hospital where the device was explanted and successfully replaced without complication.